Manufacturer narrative:
(B)(4). Analysis of the pump found a pump motor gear train anomaly due to corrosion and/or wear and/or corrosion. Analysis also found a motor gear train anomaly of a stall due to shaft-bearing.

Event description:
It was reported that a pump that was at eri (elective replacement indicator) was returned to the manufacturer. The pump was used to infuse dilaudid (hydromorphone) and bupivacaine. No intervention or outcome was reported. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.